Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on 09/18/2014 with the following findings: the battery compartment is cracked at threads down to the sealing; the battery cap is undamaged and able to fit to maintain electrical connection. The motor noise was not reproduced in testing, and the pump performed according to specification. (B)(6).

Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a cracked battery compartment. This report is made based on the results of an investigation completed on 09/18/2014.